Manufacturer narrative:
(B)(4). The device involved in this complaint has been received by the manufacturer. However the investigation of said device is still in progress at the time of this report. Upon completion of the device investigation, this report will be updated.

Event description:
Customer complaint alleges that the device is "not working properly". Additional information received stated the device was not "heating". Alleged malfunction reported as detected during use. Device was exchanged for a new one. No medical intervention was necessary. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The unit was received with the adaptor top. It was found that the power switch does not light up and the unit does not generate heat. Based on the investigation performed, the reported complaint is confirmed. The unit is approximately 1090 days old, and is out of warranty. The root cause was found to be a random heater pad failure. The unit will be repaired and returned to the customer.

Event description:
Customer complaint alleges that the device is "not working properly". Additional information received stated the device was not "heating". Alleged malfunction reported as detected during use. Device was exchanged for a new one. No medical intervention was necessary. Patient condition reported as "fine".